Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 11-nov-2025. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was analyzed and a tube exhibiting poor barrier separation was observed. All 10 returned samples were visually inspected for gel defects and gel air bubbles and gel strings were observed. In addition, 3 samples failed inspection for additive spray abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure modes poor barrier separation and additive abnormality. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during an internal bd validation study of bd vacutainer® sst¿, red blood cells seeped through the barrier of one tube. Sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an internal bd validation study of bd vacutainer® sst¿, red blood cells seeped through the barrier of one tube. Sample was recollected. No adverse impact was reported regarding the patient or user.